Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating that the device was not functioning, screen flickering and rebooted. There was no reported patient involvement, therefore no health consequences or impact.